Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that intermittent audio output occurred. Approximately on (B)(6) 2023, the patient lost consciousness and did not receive any alert from her dexcom g6 android application for over two hours. The patient's son, who uses the follower app, received an alert, and checked on the patient. The patient stated that it took at least half an hour for her to regain consciousness. The patient was unwilling to provide any further details regarding the incident including what treatment she received to alleviate her symptoms and the reason behind her loss of consciousness. Data was received and evaluated. A review of performance data shows that the patient's always sound feature was enabled at the time of the incident and her low alert was set to 3.9 mmol/l. The urgent low alert is fixed at 3.1 mmol/l. The urgent low soon alert is also fixed and will notify users when their estimated glucose values will reach 3.1 mmol/l within 20 minutes. Although the patient's estimated glucose values did not exceed the low alert threshold during the alleged time and date of incident, performance data shows that at 2:23 am on (B)(6) 2023, the patient's egvs (estimated glucose value) reached the user low alert threshold, and she received an urgent low soon alert at full volume with an egv of 3.9 mmol/l. At 2:28 am, the patient received a second urgent low soon alert at full volume with an egv of 3.6 mmol/l. At 2:33 am, the patient received a third urgent low soon alert at full volume with an egv of 3.3 mmol/l. At 2:38 am, the patient's egvs dropped below the urgent low alert threshold, and she received an urgent low alert at full volume with an egv of 3.0 mmol/l. The patient continued to receive urgent low alerts at full volume every five minutes until the alert was finally acknowledged at 4:09 am, at which point the patient's egv was low (less than 2.2 mmol/l). The patient's egvs began to rise shortly thereafter, eventually crossing back into target range at 4:33 am with an egv of 4.3 mmol/l. The reported complaint was not confirmed as data investigation shows the system performed as intended and the patient received all intended alerts including audio alerts. As the complaint could not be confirmed, the allegation was not confirmed. The probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4)

Event description:
Subsequent to the initial MDR, clarification was received on 9/7/2023. It was reported that intermittent audio output occurred. Approximately on (B)(6)2023, the patient reported the cgm (continuous glucose monitor) did not alert, and she contacted tech support to obtain a replacement sensor because the sensor was removed prematurely. After midnight on (B)(6)2023 the patient did not receive an alert on her cgm for two hours. Her son received a notification on his follow app of an urgent low alert, and when he checked on her, he found that she was unconscious. He attempted to wake her up and gave her orange juice to drink. She regained consciousness about 90 minutes later. Although initially she had difficulty recognizing him and felt unwell, she recovered shortly thereafter at home. The patient did not go to the hospital and rested at home. At the time of the call the patient was fine. Data was received and evaluated. A review of performance data shows that the patient's always sound feature was enabled at the time of the incident and her low alert was set to 3.9 mmol/l. The urgent low alert is fixed at 3.1 mmol/l. The urgent low soon alert is also fixed and will notify users when their estimated glucose values will reach 3.1 mmol/l within 20 minutes. Although the patient's estimated glucose values did not exceed the low alert threshold during the alleged time and date of incident, performance data shows that at 2:23 am on 08/02/2023, the patient's egvs (estimated glucose value) reached the user low alert threshold, and she received an urgent low soon alert at full volume with an egv of 3.9 mmol/l. At 2:28 am, the patient received a second urgent low soon alert at full volume with an egv of 3.6 mmol/l. At 2:33 am, the patient received a third urgent low soon alert at full volume with an egv of 3.3 mmol/l. At 2:38 am, the patient's egvs dropped below the urgent low alert threshold, and she received an urgent low alert at full volume with an egv of 3.0 mmol/l. The patient continued to receive urgent low alerts at full volume every five minutes until the alert was finally acknowledged at 4:09 am, at which point the patient's egv was low (less than 2.2 mmol/l). The patient's egvs began to rise shortly thereafter, eventually crossing back into target range at 4:33 am with an egv of 4.3 mmol/l. The reported complaint was not confirmed as data investigation shows the system performed as intended and the patient received all intended alerts including audio alerts. As the complaint could not be confirmed, the allegation was not confirmed. The probable cause could not be determined. No additional patient or event information is available.